Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's open spine clamp was damaged. The open spine clamp screw was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.